Event description:
It was reported that the right ventricular (rv) lead triggered a warning for high impedance. Undefined impedance was measured on both the bipolar and unipolar configurations. No capture was seen at highest outputs. A lead fracture was suspected. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: 2008 (B)(6). (B)(4).